Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported that the insulin pump has a constant tone. Customer stated he had lunch and delivered the insulin bolus and then noticed the device was buzzing without an alarm on screen. Customer was instructed to remove the battery for 5 minutes and reinsert it; the constant tone did not disappear. Blood glucose value was 230 mg/dl. Customer was advised to removed the battery for 2 hours. Customer called back and stated that the insulin pump still has the constant tone buzz, there is a black circle on the screen and he couldn't press any buttons. Last blood glucose value was 156 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.